Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that erroneous (low) h&h results and samples were clotted with a bd vacutainer k2 edta (k2e) 7.2mg blood collection tubes. There was no reported impact to patient. The following information was provided by the initial reporter: (4 of 7 complaints) erroneous results with cbc, low h&h results on first draw. Three days later, results were normal. Three tubes from same lot were clotted, lab suspects phlebotomy.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd technical services communicated with the customer and has indicated that they feel the issue at the reported site is the phlebotomy technique. Technical services has provided guidance and educational material to help mitigate their reported concerns.

Event description:
It was reported that erroneous (low) h&h results and samples were clotted with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. There was no reported impact to patient. The following information was provided by the initial reporter: (4 of 7 complaints) erroneous results with cbc, low h&h results on first draw. Three days later, results were normal. Three tubes from same lot were clotted, lab suspects phlebotomy.